Manufacturer narrative:
Patient identifier not available at the time of filing. Full address for street 1 is: (B)(6). A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) and the 48 volt battery of the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components have been received at the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site needed to hold down the power on switch for approximately 5s in order for system to turn on. Additional information was received. The issue occurred during a fess procedure with a patient present. The uninterruptible power supply (ups) did not takeover when ac power was disconnected and the machine immediately shut down. There was a power outage at the site. Clinical engineering at the hospital confirmed that it was a brownout lasting approximately 10 seconds before the all power was lost. The brownout voltage was just above the threshold for the emergency generator to kick in and so for approximately 10 seconds there was a significant drop in line voltage. Afterwards the machine powered off with the outage and the ups failed to take over. There was a second issue with the machine not powering down correctly as a test at the end of the case. This may be attributed to the fact that the boot sequence takes several minutes and powering on then powering off in under three minutes could cause the issue of the machine not completing power down as described. The surgeon aborted use of the navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Analysis determined that there were no failures found with the device. No issues were detected, output volts were normal, the system was intact and functioning as intended. If information is provided in the future, a supplemental report will be issued.